Manufacturer narrative:
Event: narrative field: new, updated and corrected information is referenced within the update statements in event. Please refer to update statement dated 27aug2018 in the event field. No further follow-up is planned. This is a downgrade report, which no longer meets the criteria for expedited reporting. Evaluation summary: the mother of a female patient reported that the injection button of her humapen luxura hd device was not working properly and the dose of insulin was not completely released. The patient experienced increased blood glucose. The device was not returned for investigation (batch: 1208g08, manufactured august 2012). A medical educator was able to resolve the device issue. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 06-year-old (pediatric) female patient of unknown origin. Medical history was not provided. Concomitant medications included insulin glargine for the treatment of type one diabetes. The patient received insulin lispro (rdna origin) injections (humalog 100 u/ml, cartridge) via a reusable humapen luxura half-dose pen, three times a day (1 iu am, 1 iu pm and 2 iu at night) subcutaneously, for the treatment of type one diabetes, beginning on an unknown date in jul-2018. Since an unknown date, the dose of insulin lispro was not completely released from the humapen luxura hd pen and was not sure if she was taking her complete dose of insulin lispro or not as the injection button was not working properly (B)(4)/lot: 1208g08). Since an unknown date she had common cold that was why since on (B)(6) 2018, her blood sugar level was high. On (B)(6) 2018, her blood glucose level reached 535 mg/dl and her mother gave her a corrective dose, after that her blood glucose level was controlled. The event of blood glucose increased was considered as serious by company due to its medical significance. On (B)(6) 2018, her glucose level reached 146 mg/dl. Information regarding specific treatment provided for blood glucose increased was not provided. Information regarding corrective treatment for remaining events was not provided. Outcome of the events was unknown. Treatment with insulin lispro was continued. The operator of the device and his/her training status was not provided. The general device model duration of use and suspect device duration of use were unknown but started in jul-2018. The suspect device, which was manufactured in aug2012, was not returned to the manufacturer as the educator resolved the pen issue. The reporting consumer did not provide the relatedness between events and insulin lispro drug and humapen luxura hd device. 03-aug-2018: upon internal review of the information received on 29-jul-2019, priority of the case was changed from p2 to p1. No more changes were made to the case. Edit 03aug2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 27aug2018: additional information received on 27aug2018 from the global product complaint database. Recoded humapen luxura hd with model number: ms9673 to model number: ms9673a. Changed the lot number from unknown to 1208g08 for product complaint (B)(4). Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to not returned to manufacturer. Added date of manufacturer for the (B)(4) associated with lot: 1208g08 of a humapen luxura hd pen. Corresponding fields and narrative updated accordingly. Edit 10sep2018: upon internal review on 27aug2018, added text from lss analysis summary (frrom qc) to lss analysis (for reporting form).

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product compliant: pending. This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) (pediatric) female patient of unknown origin. Medical history was not provided. Concomitant medications included insulin glargine for the treatment of type one diabetes. The patient received insulin lispro (rdna origin) injections (humalog 100 u/ml, cartridge) via humapen luxura hd (reusable pen), three times a day (1 iu am, 1 iu pm and 2 iu at night) subcutaneously, for the treatment of type one diabetes, beginning on an unknown date in (B)(6)2018. Since an unknown date, the dose of insulin lispro was not completely released from the humapen and was not sure if she was taking her complete dose of insulin lispro or not as the injection button was not working properly. Since an unknown date she had common cold that was why since (B)(6) 2018 her blood sugar level was high. On (B)(6) 2018, her blood glucose level reached 535 mg/dl and her mother gave her a corrective dose, after that her blood glucose level was controlled. The event of blood glucose increased was considered as serious by company due to its medical significance. On (B)(6) 2018, her glucose level reached 146 mg/dl. Information regarding specific treatment provided for blood glucose increased was not provided. Information regarding corrective treatment for remaining events was not provided. Outcome of the events was unknown. Treatment with insulin lispro was continued. The operator of the device and his/her training status was not provided. The general device model duration of use and suspect device duration of use were unknown but started in (B)(6) 2018. The action taken with suspect device was unknown and the return of suspect device was not expected. The reporting consumer did not provide the relatedness between events and insulin lispro drug and humapen luxura device. On 03-aug-2018: upon internal review of the information received on 29-jul-2019, priority of the case was changed from p2 to p1. No more changes were made to the case. Edit 03aug2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.